Event description:
Surgeon reports endothelium became visible during product injection. Product was removed and the eye closed. On hour after closure, the number and aspect of the endothelial cells appeared normal. Two weeks following surgery, iop was noted at 40 due to angle closure by synechia and an emergent cataract and trabeculectomy were performed on 1/21/97. Another viscoelastic was used without incident. At the latest exam (3/12/97) there was no corneal edema, but large retrodescematic pigment deposits and synechia were noted in the iridocorneal angle. Vitreous humor remains slightly cloudy. The pt was treated with systemic antibiotics and steroids. Topical antibiotics and nsaids were used also.